Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of (500 mg/dl) earlier in the day. The customer took a bolus to stabilize bg level. The customer was unsure on what caused elevated bg level. Troubleshooting could not be performed with tandem technical support (cts) as the alleged issue occurred prior to the customer contacting cts. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.